Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in great condition. Motor rate error was found in the event history log. The technician was unable to duplicate the motor rate error during occlusion test. The root cause was unable to determine the intermittent of the motor rate error. Replaced stepper motor for preventive measure. Performed occlusion test and all functional tests which passed.